Event description:
The manufacturer was contacted by the pt's attorney alleging pt has a medical negligence lawsuit to bring forth which includes a product liability cause of action on or about 2002. Pt was "injured by synchromed pump, model 8627l18."